Event description:
It was reported on (B)(6) 2025 a 28mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The patient was in sinus rhythm. Transseptal puncture was inferior and mid. The patient's activated clotting time (act) level was greater than 250 seconds. The patient's left atrial pressure was 17 mmhg. Heparin was administered during the procedure. During the procedure the delivery sheath was exchanged once in the left atrium. The occluder was partially re-captured once. The occluder was implanted. Post-implant, after the transthoracic echocardiogram (tte) probe was removed from the patient, the patient developed a pericardial effusion. A pericardiocentesis was performed and fluid was drained. The user believed the occluder caused the pericardial effusion. The patient status was stable.

Manufacturer narrative:
An event of patient-device incompatibility (implant related to tissue damage-pericardial effusion) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported event could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.